Manufacturer narrative:
Cylinder, model 72404011 lot sn (B)(4), mfg date 05/02/2016, exp date 05/02/2021, gtin (B)(4). Pump, model 72404310, lot sn (B)(4), mfg date 09/05/2018, exp date 09/04/2023, gtin (B)(4).

Event description:
It was reported that due to the reservoir eroding into the abdominal cavity "to harm intestines" the patient had his inflatable penile prosthesis (ipp) removed. The patient now has no device implanted. It was further reported that the patient does not have any intention on re-implanting the ipp in the future. It was further reported that patient symptoms that led to the discovery of erosion was the physician tore the intestine while removing the patient's bladder due to bladder cancer and dissecting the space for locating the reservoir. The next day the physician found stool that came out of the incision. The physician believes the injury was caused by the surgery and not the device. The patient status is now stable. Additional information was received that the a scrotal discharge was observed that led to the discovery of the erosion. The erosion was actually diagnosed due to the wound infection. The physician believes the device contributed to the erosion and the patent was experiencing scrotal pain. Another contributing factor was the reservoir may have caused compression of the small intestine. This patient previously had a radical cystectomy 5 years ago and due to this, the physician could not find the space of retizus. The physician feels that this contributed to this complaint. The patient injury to the intestines was treated with a reanastomosis of the small intestine. The infection is now controlled. Additional information was received for clarification that this patient underwent his bladder resection and this device implantation on different days. The bladder resection was 5 years before this surgery. The wound infection was discovered one day post-surgery at scrotal site. Erosion was diagnosed due to the wound infection. That this patient underwent his bladder resection and this device implantation on different days. The bladder resection was 5 years before this surgery. The wound infection was discovered one day post-surgery at scrotal site. Erosion was diagnosed due to the wound infection.

Event description:
It was reported that due to the reservoir eroding into the abdominal cavity "to harm intestines" the patient had his inflatable penile prosthesis (ipp) removed. The patient now has no device implanted. It was further reported that the patient does not have any intention on re-implanting the ipp in the future. It was further reported that patient symptoms that led to the discovery of erosion was the physician tore the intestine while removing the patient's bladder due to bladder cancer and dissecting the space for locating the reservoir. The next day the physician found stool that came out of the incision. The physician believes the injury was caused by the surgery and not the device. The patient status is now stable. Additional information was received that the a scrotal discharge was observed that led to the discovery of the erosion. The erosion was diagnosed due to the wound infection. The physician believes the device contributed to the erosion and the patent was experiencing scrotal pain. Another contributing factor was the reservoir may have caused compression of the small intestine. This patient previously had a radical cystectomy 5 years ago and due to this, the physician could not find the space of retizus. The physician feels that this contributed to this complaint. The patient injury to the intestines was treated with a reanastomosis of the small intestine. The infection is now controlled. Additional information was received for clarification that this patient underwent his bladder resection and this device implantation on different days. The bladder resection was 5 years before this surgery. The wound infection was discovered one day post-surgery at scrotal site. Erosion was diagnosed due to the wound infection. Further information was received that aided in clarification of this complaint. The original ipp implant occurred on (B)(6) 2019 when the physician caused a tear in the patient's intestine upon implant of the ipp. The reservoir was implanted in the abdominal cavity. Stool was later found coming out of the scrotal incision. A reanatomisis was performed in (B)(6) 2019 due to the reservoir eroding into the intestines. A wound infection was identified one day post implant surgery at scrotal site that lead to the erosion diagnosis. The device was removed on (B)(6) 2019.

Manufacturer narrative:
An allegation of reservoir erosion was reported; there was no device allegation against the cylinders. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. Two straight window quick connectors (wqc) returned. Both wqcs have a collet and kink resistant tubing (krt) inserted in both ends. No cracks are present; the wqcs are within specification. Device analysis concluded there was not a cylinder malfunction. Device analysis could not confirm the reported allegations related to erosion. An allegation of reservoir erosion was reported; there was no device allegation against the pump. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump failed the 8 lb. Activation test as well as the deactivation test. The pump required more than 8 lbs. Of force to activate. The pump also failed the deflation test. It took greater than 14 seconds to deflate from 20 psi to 4 psi; the specification is 14 seconds or less. Device analysis could not confirm the reported allegations related to erosion. The ams 700 conceal reservoir was visually inspected and functionally tested. A leak was present in the reservoir shell consistent with sharp instrument and tool damage. Based on the determination that the damage was likely due to explant, it will not be considered a probable cause for this event because it is a secondary failure. Device analysis could not confirm the reported allegations related to erosion. Correction to b5, g1, h2, h3, and h6: updated to include device analysis and event description cylinder: model- 72404011; lot sn- (B)(6); mfg date- 05/02/2016; exp date- 05/02/2021; gtin- (B)(4). Pump: model- 72404310; lot sn- (B)(6); mfg date- 09/05/2018; exp date- 09/04/2023; gtin- (B)(4).